Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a uninterruptible power supply (ups) was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect uninterruptible power supply (ups) has been received by the manufacturer for evaluation. The reported issue was confirmed as the returned uninterruptible power supply (ups) did not power on with returned batteries. New batteries were installed and charged for 6 hours. After charging, the batteries passed load test. Batteries were recharged for at least six more hours to complete battery replacement procedure.

Event description:
A site representative reported that while outside of procedure, the mobile view station (mvs) of imaging system would not power on. The line power light was lit but the uninterruptible power supply (ups) was not powering on. There was no patient present at the time of the issue.